Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports receiving the safety notification and indicated having one of the conditions listed within the notification and therefore unable to continue with the treatment. No other details provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.